Event description:
My surgeon implanted the medtronic infuse during my spinal surgery. This has caused me many serious complications including severe pain, the need to have a follow up surgery, as well as mental anguish.